Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified left brachial artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 7 atmospheres for 4 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.